Manufacturer narrative:
The reported complaint of the solex catheter leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the serpentine balloon. The probable root cause of the pinhole leak was due to a latent material defect. Visual inspection was performed on the returned solex 7 catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture. Observed blood residue on the serpentine balloon. A functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the serpentine balloon, thus confirming customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for solex 7 catheter with lot number 145215.

Event description:
During patient treatment, the solex 7 catheter was inserted into the left internal jugular vein. The insertion was smooth. The patient's temperature at the beginning of the cooling mode was 36,8°c the target temperature was set to 36,5°c at max rate. On the fourth day of ivtm therapy in max mode, the 500 ml saline bag was noticed empty and was slightly discolored. The thermogard console generated an air trap alarm. The temperature at the time of issue was 36.5°c, which is the target temperature. There was no console malfunction reported. There were no signs of fluid on the floor or near the patient's bed. The catheter leak was suspected. Per the reporter, the catheter was not replaced and no alternative therapy continued. No consequences or impact to patient.